Event description:
As a diabetic patient, on a prescribed insulin pump, an order for supplies was placed with the pump manufacturer's supply organization. It is customary for such patients to order 3 to 6 months of supplies at a time, but it may be a month of less before supplies run out when a re-order is placed. This was a re-order that has not been fulfilled, and for which a chain or unrelated supplier problems could have forced the patient to revert to the intervention of syringe injections for lack of supplies. This patient had been on a pump for about a decade and the supplier organization for the manufacturer was suggesting she reintroduce syringe injections of different timed formulations for insulin, which is a shocking and reportable event. This complaint is directed to the FDA about the risks created from the patient ordering supplies on the phone number imprinted on the medical device itself, by the manufacturer, specifically to market supplies for its use. On or about 2008, the patient placed the re-order for a 12 months supply of insulin pump infusion sets. Order was placed by phone, and, a confirmation number was given. A week later, the patient called and learned from an automated voice system that the expected delivery date was 2009. That seemed late, but, due to the intervening holidays, the patient accepted that information and that seeming delay. Six days later, the patient again called. She reached a person at the supplier organization for the insulin pump manufacturer, at medtronic mini med, who said that the prescription had expired,and the order had not been shipped, and that they had sent a communication to the doctor about an expired prescription in their records, but did not notify the patient and did not receive a reply from the doctor who wrote the prescription. The patient was told to get a new prescription from a different doctor. The next day, the patient called and impressed upon the telephone contact for this FDA cleared vendor of this prescription item, that she was in possession of only one infusion set with a maximum prescription life of 3 days of use and a risk of being unusable and without a replacement on hand. The patient was told to revert to intervention by syringe, a practice she had not experienced for almost a decade. The patient found a different doctor who did place a new prescription that same day by both facsimile and email. On the following day, the patient received an email from the medtronic mini med organization confirming the order - reduced from 12 months to 3 months of supplies - would be placed that day with words to the effect that it would be sent "for overnight delivery at no charge to the patient." The next day, a friday night, not having any delivery from the medtronic mini med organization that this complaint addresses, the patient called the automated voice system and learned a delivery was scheduled for about two weeks later, which posed an imminent crisis and high risk of other medical complications, so she thereupon called two different "24 hour" numbers for medtronic: one, had her on hold for over 2 hours and the other, for the headquarters of the manufacturer/supplier said that only offices of the organization had access to records in. When she reached the company that is the object of this complaint, the company representative said that they had an emergency protocol to provide four infusion sets even without a prescription. The patient informed the representative that this was too little and too late, that a prescription had been provided but that the overnight delivery of supplies had not been provided as had been promised to the patient. Because the department that has vendor supply responsibility was not staffed at that time, the representative repeated the offer to send four infusion sets, which the patient accepted, and, which did arrive the following day. Two days later, the patient called and learned the order - which the patient had reduced because she was determined to search for alternative suppliers - had been rejected for lack of a credit card approval. The credit card company explained that an unusual charge at the end of the calendar year was flagged as a suspicious transaction, then that transaction did not go through and a replacement transaction was also flagged and put on a hold, but, no contact had been made to clear the hold. The company being complained against has now been provided a different credit card carrier for billing the reduced order. Diagnosis: diabetes type 1.